Event description:
The patient was revised because of pain. The surgeon didn't like the alignment of the tibial and femoral components.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pain; however, provided information stated poor device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.